Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an appropriate and an inappropriate treatment. The device was started up at 05:57:01 at on (B)(6) 2024. At 18:36:54, an arrhythmia was detected. ECG shows vt @ 160 bpm/vf with motion artifact. At 18:36:54, the patient received the appropriate treatment. Rhythm at the time of treatment vf. Post shock rhythm was idioventricular rhythm @ 70 bpm with pause. At 18:48:39, an arrhythmia was detected. ECG shows severe bradycardia @ 10 bpm with hb and motion artifact. At 18:49:46, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. Rhythm at the time of treatment sinus bradycardia @ 15 bpm with hb. Post shock rhythm was severe bradycardia @ 10 bpm with hb, motion artifact, and electrode lead fall off. The electrode belt was disconnected at 18:56:06 on (B)(6) 2024.